Manufacturer narrative:
The full lead was returned, analyzed, and the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, the lead tip exhibited gradual extension, and came out after approximately 15 rotations. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.